Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported while patient was attending unit their line was flushed and leakage was noted around the site. The nurse led for PICC service contacted and it was advised that the PICC line was removed and there was a discussion with oncologist. PICC removed (B)(6) 2024. No other information was provided.